Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular {rv) lead had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance spikes to greater than 2000 ohms. Boston scientific technical services discussed possible causes, and recommended further testing to rule out other factors as the device has just been changed out less than six months ago (leads were implanted in 2012). Additional information was not able to be obtained. The system remains in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).